Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the reported problem "does not recognize open door" was reproduced when loading a set. A service history review was performed and revealed that the device has been serviced within the last 12 months for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found to be the upper hook switch not functioning. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not recognize open door" was reproduced when loading a set. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the failed upper auxiliary. The upper auxiliary required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump did not recognize open door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.